Event description:
Pt called into after hours emergency service to report pump malfunction for sn (B)(4) pump would not move past the lead screen with no error message to trouble shoot. Attempted to restart and reload, however the pump continued to stay frozen. Sending replacement pump via courier. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 68.7 nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 - current. Diagnosis or reason for use: pah.